Event description:
Per physician's note, "elderly male was admitted for percutaneous coronary intervention of his right coronary artery with atherectomy. He underwent successful intervention to the distal right coronary artery with use of a csi device but unfortunately the coronary guidewire fractured, leaving remnant guidewire and the distal branch of the rpl".